Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer administered an injection to treat bg level. Reportedly, customer was using apridra insulin in the pump cartridges. Recommendation was made to consult with health care provider to discuss diabetes management.